Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to blank display. Insulin pump received with cracked battery tube threads noted.

Event description:
The customer reported via phone call that the insulin pump has cosmetic damage. The customer¿s blood glucose level was 98 mg/dl at the time of incident. No further information was provided. The customer was advised the insulin pump will be replaced and revert to back-up plan per health care provider's instruction. The customer's pump will be returned for analysis.